Event description:
It was reported that during a ptca procedure, the balloon ruptured and a balloon portion separated from the rest of the balloon. The attached balloon portion turned inside out as it was removed from the pt. Nothing was left in the pt. No pt injuries or complications occurred.